Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/3/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: a cesarean section was performed 3 months ago. Currently, the patient is being treated with drainage as an outpatient basis. [Treatment plan] now, the infection resolved and the patient was discharged. The patient is an immunocompromised patient. Therefore, infection was repeated thereafter, and the patient has been treated with drainage from an open wound on an outpatient basis. [Surgeon¿s comment] ¿at first, I thought that the cause of the hematoma was bleeding due to the crush of the tissue caused by the barb. However, since the patient is susceptible to infection and repeatedly developed infection after that, I think the large part of the cause of this event is a patient predisposition. [Other contributing factor] susceptibility to infection please provide the patient's demographic information including age, weight, bmi at the time of index procedure: female. Date of cesarean section? Unknown. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unkonwn, but the patient was compromised. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Not reported. Other relevant patient history/concomitant medications? Compromised. What symptoms did the patient experience following the index surgical procedure? Onset date? Hematoma occurred in the fascia, resulting in deep surgical site infection was occurred. When did the bleeding occur? Unknown. What was the source and triggering event of bleeding? Fascia. At first, doctors thought that the damage to the tissue from the barbs might have caused the bleeding and the hematoma. However, since the patient was immunocompromised and had repeated infections thereafter, it was considered that this event was largely due to the patient's predisposition. What was the volume of blood loss? The symptom was a hematoma. How was the bleeding treated? Wound was opened and followed up. As outpatient treatment, drainage is performed on open wounds. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Surgical site infection in deep. Please provide the onset date/time of infection from the initial surgical procedure. 3 month after. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Not reported. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation?unknown. Were cultures performed? If so, please provide the results. Unknown. How much and what type of drainage is present in this wound? Unknown. Were any pre-op cleansing procedures changed recently? If yes, please describe: not reported. Please describe the surgical intervention required including dates and results: wound was opened and followed up. As outpatient treatment, drainage is performed on open wounds. Please describe any medical intervention performed including medication name and results: unknown. What is the patient's current status? The patient is recovering. Lot number? Unknown.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 2360 g/m. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure date of cesarean section? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What symptoms did the patient experience following the index surgical procedure? Onset date? When did the bleeding occur? What was the source and triggering event of bleeding? What was the volume of blood loss? How was the bleeding treated? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Were any pre-op cleansing procedures changed recently? If yes, please describe please describe the surgical intervention required including dates and results. Please describe any medical intervention performed including medication name and results. What is the patient's current status? Lot number?

Event description:
It was reported that a patient underwent a cesarean section procedure on an unknown date and barbed suture was used on fascia with continuous suturing. After the surgery, a hematoma developed and deep ssi (surgical site infection) developed from it. The wound was opened under local anesthesia and treated in a plastic surgical department. The patient is still under hospitalization. The patient is recovering. The patient will be discharged from the hospital when the infection resolved. It was reported that the event is serious. This is the first time something like this happened to the surgeon. The surgeon opines that the cause of the hematoma was bleeding due to the crush of the tissue caused by the barb. Additional information has been requested.